Event description:
Reportedly, when the pt was connected to the lifepak 10 defibrillator/monitor/pacemaker through fast-patch plus pacing/defibrillation/ECG electrodes, the patient ECG was displayed as artifact in paddles lead, the defibrillator was charged, but reportedly would not delivery energy to the pt. This was alleged to recur with two additional attempts. This allegation was based upon a lack of expected pt muscular reaction to defibrillator discharge. The pt was not resuscitated. The nursing manager stated the pt outcome was not the result of the discrepancy, based upon a lack of patient viability.